Event description:
Surgeons database report states that a non-union was found on follow-up with an attempt to repair by bone graft. That procedure failed to fix the issue of the non-union so the surgeon decided to do an exchange nail procedure. The exchange nail was done with a good result. Cause: a non-union which could not be repaired by bone graft alone. No indication of product defect.